Event description:
It was reported that the patient was in the intensive care unit (ICU) and the system monitor displayed the pump speed at 21,536 revolutions per minute (rpm). The system controller displayed the speed at 5,200 rpm. The speed was able to be changed in the setting window of the system monitor, but even after the change the system monitor still displayed the speed at 21,536 rpm. After log files were downloaded, the top tab of the screen stopped functioning, and the clinical tab was displayed in the bottom left. The issue resolved when the system monitor was restarted. No patient adverse event occurred due to this event. Log file review showed no unusual events in the event log file history. The mechanical circulatory support equipment appeared to be operating as intended.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system monitor displaying incorrect data was confirmed via analysis of the submitted photos. The reported event of the tabs on the system monitor¿s interface not functioning as expected was not confirmed. Visual inspection of the submitted photos revealed that the pump speed was reading as 21536 revolutions per minute (rpm) on the system monitor screen, when the fixed speed had been set to 5200 rpm. It was also revealed that a text reading, clinical, was being displayed on the bottom left of the save data screen. A log file was submitted for review and data from the event date of 01jul2025 was reviewed. The data in the log file did not indicate any issues with the system monitor. No atypical alarms were observed. The pump maintained a speed within the low speed limit without any issues throughout the timespan. Additional information provided communicated that the system monitor would not be returned for analysis. Provided information stated that the issue resolved after rebooting the system monitor. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The root cause of the reported events could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate system monitor, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module IFU rev. B, section titled ¿setting up the system monitor for use with the power module¿. Per this section, if the system monitor does not function properly, contact the company's technical service department. Handling precautions when the system monitor is mounted on the power module are documented in the power module IFU rev. B. The IFU also instructs users to never expose their power module and other external equipment, including the system monitor, to liquids, as liquid may enter the units and damage them. Per the power module IFU (section 9.0 ¿routine maintenance¿), users are instructed to regularly inspect the equipment for damage, including the system monitor, and to obtain replacements if necessary. Per the power module IFU, if the system monitor does not function properly, contact the company's technical service department (doc #(B)(4)). The heartmate 3 patient handbook rev. C and the heartmate 3 IFU rev. A caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device is included in the heartmate system monitor related to atypical screen behavior fsca. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was noted that since the patient had been implanted, they had not been discharged from the hospital. The site believed that only the system monitor was displaying incorrect information, and that the pump was correctly operating at the set speed.